Manufacturer narrative:
(B)(6). No UDI code available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient stopped having access to sound with the device 10 days ago and that the patient should be re-implanted.